Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer received a power source alert. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Customer's blood glucose was 185 mg/dl. Customer reverted to an alternate pump for insulin therapy.